Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A coil, delivery wire, introducer sheath, rhv (rotating hemostatic valve) and dispenser hoop were returned for analysis. The delivery wire and introducer sheath were returned inside the dispenser hoop. The distal end of the coil was protruding from the distal end of the rhv. The interlocking arm of the coil appeared to be bent vertically inside the rhv which caused the proximal end of the coil to become stuck in the rhv. The rhv thumbscrew was closed. It was opened to remove the proximal end of the coil. The coil was inspected on removal from the rhv. The coil was kinked and stretched at the proximal end. The coil below the interlocking arm was kinked which caused the interlocking arm to be bent vertically. The introducer sheath was inspected and the interlocking arm of the delivery wire was protruding from the tip of the introducer sheath. The arm was bent/kinked vertically against the tip of the introducer sheath. The twist lock on the introducer sheath had been opened. The delivery wire was inspected on removal from the introducer sheath. The interlocking arm was bent/kinked, no other anomaly was noted. The zap tip shape and surface of the coil was smooth. The interlocking arm of the coil was inspected and no damage noted. However, the coil was kinked just below the interlocking arm. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was bent/kinked. The wire length was 58.30in and not within specification. All other outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "ensure that the interlocking arms are interlocked within the introducer sheath. Do not advance the coil outside the introducer sheath." (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 15mm x 20cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil was not moving inside the catheter. Upon removal, it was observed that a small part of the coil have protruded. The coil was removed from the proximal portion of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 15mm x 20cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil was not moving inside the catheter. Upon removal, it was observed that a small part of the coil have protruded. The coil was removed from the proximal portion of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.